Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are receiving a battery out limit. The blood glucose reading is 87 mg/dl. Customer states that the alarm would force him to reset.